Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: no material was returned for evaluation. The log file review shows (day of treatment (B)(6) 2015) no system messages or other abnormalities. The log file showed the treatment for left eye was interrupted by the user three times (summed break time 38680ms) by releasing the laser pedal. Documentation review showed: the reviewed data showed a postoperative induction of astigmatism, which could be a reason of the remotely reduced visual acuity in combination with the relatively high hyperopic refraction of +3,75d treated. The system history showed that the laser was verified successfully prior and after the date of report. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively.

Event description:
A healthcare professional reported bad results of the procedure in a patient's left eye. Customer reported decrease of visual acuity. Additional information has been requested but not received to date. This is one of seven reports being filed for this patient. This report is for patient 3 left eye.